Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend/family member of the patient) regarding a patient who was receiving a dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that an error code of 8286 (err_pump_reservoir_empty) was seen via the patient¿s personal therapy manager (ptm). The pump was due for a refill and the refill was missed. They were hearing the single tone beep/alarm and were now hearing the critical alarm tone. The patient was not able to get his pump refilled because it had taken so long for him to locate a new managing healthcare provider. The patient had already started to experience withdrawal symptoms. The date of the event was described as having occurred a couple weeks; the patient was due for a refill on (B)(6) 2019 and it was around that time. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The patient had an appointment with a new managing clinic on (B)(6) 2019. The reporter did not have the name of the specific doctor that the patient was to see. No further patient complications have been reported as a result of this event.